Event description:
The device used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the anvil did not tilt. Upon removal, the surgeon tore the bowel and therewas additional tissue loss. The hospital has reported the patient's condition is satisfactory.